Manufacturer narrative:
The subject device remains implanted.

Event description:
Patient underwent successful stenting procedure. It was reported that 10 years post procedure, patient developed expressive aphasia and right upper extremity weakness. Emergent computed tomography angiography (cta) showed stent occlusion of the stent (subject device) and decreased left hemispheric perfusion. Catheter angiography confirmed occlusion of left middle cerebral artery (mca) and left intracranial internal carotid artery(ica). Patient was treated with the stent assisted angioplasty.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, adverse events associated with the use of stents or with the endovascular procedures include, but are not limited to: stroke and thrombosis and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to the reported patient complications.

Event description:
Patient underwent successful stenting procedure. It was reported that 10 years post procedure, patient developed expressive aphasia and right upper extremity weakness. Emergent computed tomography angiography (cta) showed stent occlusion of the stent (subject device) and decreased left hemispheric perfusion. Catheter angiography confirmed occlusion of left middle cerebral artery (mca) and left intracranial internal carotid artery(ica). Patient was treated with the stent assisted angioplasty.